Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #:(B)(6), ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed no issues with finding or charging ins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they weren't able to charge their implant (ins) and this issue started 3 days ago. Pt stated they got the messages system problem rm04 as well as recharger problem when attempting to charge their ins. During the call pt confirmed no visible damages to the recharger (rtm) and controller charging port and pt noted lately they noticed the rtm down by the paddle that there was heat. Ps reviewed with pt that it was normal for the rtm to become warm but not warmer than usual. Pt noted they couldn't say that it was warmer than usual but lately they noticed that the area by the paddle was warm. The issue was not resolved. Additional information was received from the patient. The pt stated he received his new rtm and new controller from repair team. Pt stated that he was able to charge 1 time 2 days ago. Today pt is not able to connect to the ins to charge. The pt keeps seeing "checking recharger" screen. The pt reset the controller and reconnected the rtm but this did not resolve the issue. Pss is sending repair team a request for an rtm, however another recharger was not sent. Pt called back asking to possibly try a lith battery as this is the only thing not sent yet. Pss reviewed potential issues would would lead to bad lith battery. Pt did mention that at times his remote shuts down for no reason. Additional information was received from a patient (pt). Pt called back from number registered saying they did not get the recharger (rtm) yet. Patient services (pss) consulted with repair, who was sending out the rtm today. Pt said they were also going to contact their manufacturer representative (rep) and healthcare provider (hcp) as pt thinks if the rtm doesn't resolve the issue, the problem is internal with the ins. [Refer to pe (B)(4) for stim increasing on its own/controller sent](B)(6) 2022 medtronic rep called when she was with the patient (pt). Patient has not received the new rtm yet so they will wait for the new rtm to see if that resolves the issue. (B)(6) 2022 pt called back to get the tracking number. Provided tracking number. Package was on fedex truck. Pt asked if rechargers go bad. Pt said they received one recharger on (B)(6) and it did not work. Pt was concerned if it could be the ins issue since pt kept trying new equipment and none of them worked. Pt mentioned they just met with the rep. And will be following up with the rep. (B)(6) 2022 no new information. Pt called back and stated they received their external equipment and it took 2 rtms, a battery, and a controller (replacements documented in this case). Pt said their equipment was working but their representative advised the pt to call patient services for a replacement controller battery door. Ps reviewed with pt to swap the dummy controller door with their current controller door.